Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID 37751 serial: (B)(6) product type: 0213-recharger; implant date n/a; explant date n/a, section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was caller reports that the recharger seems to be working sporadically. Caller stated that it takes a while to get connected to the implanted neurostimulator and she is not able to get any coupling boxes filled in at the bottom of the screen. Caller stated that this has been going on for at least a month and has been happening more and more. The caller mentioned that she tried the replacement pad and that did not resolve the issue. The caller stated that they notified manufacturer representative (rep) of the issue and they redirected them to patient services (pss) for the wr. Pss sent an email to the rep to transition the patient to the wr. Pss reviewed email from rep. Patient called back and states she received a wr but did not get education on how to use it. She also had a 37642 not powering on, she stated she has not used it in many years. Pss reviewed the batteries can be replaced. Pss emailed the reps to contact the patient for education the case was reopened due to rep replying to email and providing a good shipping address to send the wr kit. Pss reviewed email and sent an email to repair to transition the patient to the wr. No symptoms reported.